Manufacturer narrative:
Upon receipt, the programmer and monitoring device including the programming head was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis the clinical observation could be confirmed. The programming device could not be switched on. This behavior could be traced back to a damaged power supply. The programming head returned with the programming device was found to be fully functional. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance through out our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that during interrogation of patients device, this programmer appeared to be smoking, like an electrical fire, was the terminology used. No adverse patient events were reported. Should additional information become available, this file will be updated.